Event description:
Caller reported a display issue with the pump; the screen illuminated but showed no display. There was no adverse impact to the customer's blood glucose level. Customer continued to use the current pump for insulin delivery with the assistance of the mobile app and was sent a replacement pump.